Manufacturer narrative:
Follow up #1 04/24/2017 in q1 2017 there was 1 additional instance of line through display screen with moisture failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 0 pumps were found to be malfunctioning.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes <noe> 1</noe> malfunction event. A review of the events indicated that the one touch ping model pump experienced a line through display with moisture issue. These reports were received from various sources. The patient associated with this allegation was 12 years of age. The reported patient was male.